Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that extension tube leakage. No patient injury reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter and its attached two-piece connector was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned catheter and two-piece connector assembly. A break was observed in the catheter just distal of the 43 cm depth marker. A tactile evaluation of the distal segment of the catheter revealed tensile weakness throughout the catheter. A functional test of pressurizing the two-piece connector with water using a 12 ml syringe revealed no observed leaks throughout the extension tubing of the proximal groshong connector. A microscopic observation revealed the break just distal of the 43 cm depth marker to have an even, granular fracture surface on the clear section of the groshong catheter and an uneven, granular fracture surface along the blue section of the groshong catheter at the break sites. The break appears to have a slight elliptical shape just proximal to the break site. Tactile and microscopic inspection of the returned groshong catheter and its two-piece connector revealed tensile, or pulling forces applied to the catheter caused a break in the catheter just distal of the 43 cm depth marker. Analysis of the returned extension tubing revealed no splits or breaks throughout the tubing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that extension tube leakage. No patient injury reported. No other information was provided.